Manufacturer narrative:
Device was received with a cracked case, and broken belt clip rails. Device p-cap or test reservoir locked properly in place. Device passed the displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer current blood glucose level was 40 mg/dl. Customer current blood glucose level was 76 mg/dl. The customer was treated with glucose tablet. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was unknown whether the auto mode feature was active at time of low blood glucose event. He customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer stated that insulin pump had crack at belt clip rail. Customer was assisted with troubleshooting for low blood glucose. The device will not be returned for analysis.